Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk. The insulin pump had a prime alarm due to protruded/loose drive support disk.

Event description:
It was reported that the insulin pump alarmed prime alarm. Customer's blood glucose reading is 156 mg/dl. Customer has not treated. Customer stated that the drive support cap is protruded. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.